Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-nov-08. The rep reported that the patient's device is older and the patient had stopped using the device on their own accord. Nothing was wrong with the ins. The rep confirmed that the ins had reached end of service. The patient was interested in trying the therapy again and was going to be meeting with their surgeon on (B)(6) 2024, for a surgical consult.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that their stimulator was not working anymore and had not been working for 2 years. Patient stated that they went to their healthcare provider last week and was told to call patient services to have the implant replaced. Agent asked patient if they had ever worked with a  manufacturer representative (rep); patient mentioned that they used to work with a rep, and tried to call and left messages for them but never got a call back. Agent reviewed role of representative with the patient. When asked for an event date; patient noted that they last used their stimulator at least 4 years ago. Agent sent an email to the field.  No symptoms reported.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the customer discarded the device at the time of procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had their implantable neurostimulator (ins) replaced on with a new system. There was nothing wrong with the prior ins, just normal end of service.